Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned page. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the time interval between tests was > 3 hours. Per tr 0150, the comparison was considered invalid. For the second and third set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.